Event description:
Acetabular liner has spun out causing severe pain-patient was bending down to light fire at the time of onset of pain. Patient has been complaining in his words of "dislocating "over period of time prior to this event and felt his leg was too long.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.